Manufacturer narrative:
The customer was unable to provide a meter serial number so it was not possible to determine the manufacture date.

Event description:
The advocate contacted customer service on behalf of the customer. She alleged that a control test was performed and the result was 30 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. The customer then took the call. He was unable to provide any product info due to poor eyesight. He also declined to troubleshoot before ending the call. No product will be returned.